Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer was taken to the emergency room on (B)(6) 2015 with blood glucose of 928 mg/dl. Customer had moderate ketones. Customer was kept for observation and was treated. When infusion set was removed, it was found that cannula was bent. Caller would call back for troubleshooting on infusion set for bent cannula.